Manufacturer narrative:
Note: product reference (B)(4) is not cleared in USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, the involved either device nor the x-ray pictures were returned for analysis. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the cause of the catheter rupture. Catheter rupture is a known risk of access port implantation. No corrective action is envisaged as this type of incident is rare.

Event description:
"Port was implanted on (B)(6) 2016. The patient went to hospital for his first chemotherapy on (B)(6) 2016. The correct position of catheter and port was confirmed by x-ray after port implantation. Port was not in use after implantation. On (B)(6) 2016 during flushing procedure before first port usage lack of reflux was observed. After injection of 2ml 0,9% nacl with no resistance it was observed that the fluid was gathered approximately 10cm from the access port in the clavicle area. Port was not used. With no other symptoms surgical consultation was planned for the next day. On (B)(6) during consultation flushing procedure was repeated with similar symptoms (no blood reflux and 2ml 0,9% nacl injection, fluid gathered in clavicle area). X-ray examination was performed immediately confirming catheter fracture in the area where the catheter penetrates deep tissues (outside clavicle) and catheter migration to right heart. Patient was transferred to another hospital with interventional radiology".